Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). It was reported the pump was replaced "yesterday". The catheter was working fine at the time of revision so only the pump was replaced. The hospital was working on clearing the pump so it could be sent back to the manufacturer for analysis. The pump was emptied in the operating room and 3 cc were aspirated. Expected was also 3 cc. The patient was restarted on 200 mcg/day with 500 mcg/ml lioresal. The patient was kept overnight in the hospital for observation due to the dose reduction. The next morning, the patient's legs were still stiff, but she was doing fine and was no more spastic than "yesterday".

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen (2000 mcg/ml) at 374 mcg/day via an implantable pump. Indications for use included intractable spasticity and multiple sclerosis. Medical history and concomitant medications were unable to be obtained. On an unspecified date, reported as "over the last month" (as of (B)(6) 2016), the patient complained of increasing spasticity. The nurse practitioner (np) stated that they had been making small dose increases ((B)(6) increases) over the last month with no benefit. According to pump logs, as related by the company representative, a motor stall occurred on (B)(6) 2016 at 10:32 and recovery at 11:36. On (B)(6) 2016, a motor stall occurred and did not recover; a subsequent tube set occurred on (B)(6) 2016. According to patient, there was no magnetic resonance imaging (MRI) done prior to (B)(6) 2016, and they could not explain the previous stalls. On (B)(6) 2016, the patient ad an MRI of the head and cervical spine; following the MRI, the patient did not go back to the doctor's office to have the pump checked. On (B)(6) 2016, the pump was interrogated twice by the np (and the logs were re-checked) and showed a motor stall (also reported as and "extended motor stall") had not recovered. The np felt that "maybe" something was wrong with the catheter as well. On (B)(6) 2016, a motor stall recovery was noted; as of (B)(6) 2016, there were no additional signs of baclofen withdrawal noted, there was no change from baseline, the patient's status was reported as "alive - no injury," and the issue was not resolved. On (B)(6) 2016, the np checked the catheter and was able to access the catheter access port (cap); a "fluoro shot" was also done, and the catheter was fine. According to pump logs observed by the company representative on (B)(6) 2016, the motor stall had not occurred when the patient had their MRI on (B)(6) 2016; there were no logs from that date. As of (B)(6) 2016, the patient as referred to a neurosurgeon for a pump replacement (appointment was tentatively scheduled for (B)(6) 2016); no surgery date was set.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no significant anomalies. A single surface dimple was identified on the top shield of the exterior pump surface. The dimple was noted as slight, and did not affect the performance or functionality of the pump in the lab. If information is provided in the future, a supplemental report will be issued.